Manufacturer narrative:
The product was not returned. A photo was provided for review. The photo shows the device and the lens. The visible portion of the device is shown sideways with anterior toward camera. The lens stop has been removed. The plunger lock area is not in the view of this photo. It cannot be confirmed from the photo if viscoelastic is present in the device. The plunger has been retracted to mid nozzle. A broken haptic is present in front of the plunger in an extended position. The haptic distal tip is oriented toward the loading area. The remainder of the lens was outside the device in the photo. There appears to be solution on the lens. The broken haptic damage was observed and the damage extends into the optic material at the optic/haptic junction. A qualified viscoelastic was indicated. A photo was provided that displays a broken haptic inside the delivery system and the remaining optic outside the device. Information was provided in the file indicating that the haptic broke inside the injector while injector was still outside the patient's eye. The root cause could not be determined for the broken haptic. The lens was shown outside of device and the plunger was retracted from the broken haptic. The plunger position in relation to the broken haptic during advancement cannot be determined. Additional information was provided in h.6 and h.10. Corrected information provided in d.10. And h.3 . The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device and the lens were returned inside an opened, folded pouch placed inside the opened carton. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has been retracted to mid-nozzle. A broken haptic was observed at the fill line. The haptic is in front of the plunger. The haptic distal tip is oriented toward the device tip. The lens was returned on white gauze-like material. Viscoelastic and reddish colored solution (possibly blood) were observed on the lens. One haptic was broken from the optic in the optic/haptic junction. A photo was available that matches the returned product condition. A qualified viscoelastic was indicated. The root cause could not be determined for the reported event. The reported broken haptic was observed. A photo was provided that matches the condition of the returned product. The plunger was retracted upon return. The broken haptic was ahead of the plunger. The remainder of the lens was returned outside the device. The plunger position in relation to the broken haptic during advancement cannot be determined. The directions for use indicates that proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, a haptic on the iol broke in the injector. There was no patient contact with the product, but the patient was left aphakic with plans to return to surgery in the future to implant an iol. Additional information was requested.